Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. No manufacturing date is available. Concomitant medical products: 4023, implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was later reported that the lead remained in use in unipolar after the pacemaker change and no noise was observed.

Event description:
It was reported that the right atrial (ra) lead was exhibiting low impedance and undersensing, possibly due to an insulation breach. The lead will be replaced at the patient¿s next pacemaker change. The lead remains in use. No patient complications have been reported as a result of this event.